Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 9400113 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a ptca procedure, the maverick otw balloon became stuck on the guide wire. The physician "pulled it all out and started over". The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "okay".